Event description:
It was reported that this lead implanted on the bundle of his exhibited high pacing threshold measurements. The associated device was reprogrammed accordingly. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).